Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however the reported failure to advance, stent dislodgement, separation, device embedded, and treatments appear to be related to circumstances of the procedure. The reported patient effects of angina and stenosis are listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received which indicates that during the procedure, the xience alpine stent delivery system was unable to cross to the target lesion. A guide catheter extension was used to assist the xience alpine in crossing to the target lesion; however, stent dislodgement occurred at the trunk of the left main coronary artery and the aorta. An attempt was made to lasso the stent; however, the stent separated, with one segment removed and the other segment remained in the patient anatomy. A second stent was advanced to the site and deployed to crush the separated stent against the vessel wall. Post procedure, the patient was in stable condition with the temporary pacemaker in place and good coronary blood flow. A clinically significant delay occurred during the procedure when the lasso attempts were made to retrieve the dislodged stent. One day post procedure, the patient experienced bradycardia. The patient was not a candidate for bypass and was treated with angioplasty. The patient died on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of bradycardia and death are listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as known patient effects of coronary stenting procedures.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient, who presented in grave condition and was not a candidate for a coronary artery bypass surgery, had a temporary pacemaker placed. The 2.5 x 33 mm xience alpine stent was advanced to the target lesion; however, the device was unable to cross. A guide catheter extension was used to assist the xience alpine in crossing to the target lesion; however, stent dislodgement occurred at the trunk of the left main coronary artery and the aorta. An attempt was made to snare the stent; however, the stent separated, with one segment removed and the other segment remaining in the patient anatomy. A second stent was advanced to the site and deployed to crush the separated stent segment against the vessel wall. Post procedure, the patient was in stable condition with the temporary pacemaker in place and good coronary blood flow. The procedure was delayed during the attempts to retrieve the dislodged stent. One day post procedure, the patient experienced bradycardia. The patient died on (B)(6) 2016 due to bradycardia and cardiogenic shock. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The dislodgement and separation were confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The reported patient effects of bradycardia and death are listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however the reported failure to advance, stent dislodgement, separation, device embedded, and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.